Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion for a dissection type iii. A 2.8x19mm rx graftmaster was being advanced but failed to cross due to an unspecified reason. During removal, the distal portion of the catheter ruptured [separated] while withdrawing into the guide catheter. The separation occurred within the guide catheter. The devices were simply removed. There were no adverse patient effects and no clinically significant delay in the procedure. Prolonged balloon inflation was performed to successfully complete the procedure. No additional information was provided.

Event description:
It was reported, that the procedure was to treat an unspecified lesion. For a dissection type iii. A 2.8x19mm rx graftmaster was being advanced, but failed to cross, due to an unspecified reason. During removal, the distal portion of the catheter ruptured [separated], while withdrawing into the guide catheter. The separation occurred within the guide catheter. The devices were simply removed. There were no adverse patient effects. And no clinically significant delay in the procedure. Prolonged balloon inflation was performed to successfully complete the procedure. Subsequent to the initially filed MDR, the account confirmed, the following information: pre-dilatation was performed, with compliance and nc balloons. The lesion to treat was a bifurcation of the diagonal to left anterior descending artery. There was light resistance, during removal of the rx graftmaster into the guide catheter. No additional information was provided.

Manufacturer narrative:
A visual, dimensional and functional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested. As it was based, on operational circumstances. The reported difficult to remove could not be tested, due to the condition of the returned device. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate, a lot specific quality issue. It was reported, that the procedure was to treat a dissection. It should be noted, that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU), states: the graftmaster rx is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. It is unknown, if the IFU deviation directly caused or contributed to the reported event. The investigation was unable to determine, a conclusive cause for the reported difficulties. There is no indication, of a product quality issue with respect to manufacture, design or labeling.